Manufacturer narrative:
Additional information: d10, h3, h6 h6: product analysis results: macroscopic and optical examination revealed thread crest/flank and hex are damaged; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. These observations are consistent with misalignment of the set screw threads during construct assembly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The following products have been used in the surgery: part#g7753500; lot#0467684w; qty# 4. Part#g7753500; lot#0728628w; qty# 4. Part#g7753500; lot#0730714w; qty# 2. Part#g7753500; lot#h5532087; qty# 1. Part# unk; lot# unk; qty: 2. It is unknown which of these cement has extravasated. This part is not approved for use in the us, however a like device with part# 6950315, 510k# k052180 and upn (B)(4) is approved for market in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: cervical spondylotic myelopathy (csm) procedure: posterior cervical fixation levels implanted: c2/7 device status: never implanted it was reported that intra-op, the set screws were placed and attached to the crosslink, after placing the screws and rods at c2-ps (pedicle screw), c3:ps c4: lms (lateral mass screw), skip the c5, c6:ps, c7:ps. And placement of the set screw for mas crosslink at c6, then the final tightening and crosslink placement was performed. Although the set screw insertion was performed but the set screws did not enter. Even though the surgeon replaced each set screw with the new product and tried but the set screw did not enter. After confirming that the new set screws fitted firmly outside the operative field, the set screws were placed and attached to the crosslink, but the locking set screws could not be placed. Finally, crosslink placement was stopped. There was a delay of less than 60 min in overall procedure time as a result of this event. No patient complications were reported.